Event description:
It was reported that when the bag was opened, the tubing was already mounted and there was a part with a fixed screw pitch. After connecting the pocket, there was a seepage through this screw step. The tubing was changed. There was unknown patient involvement.

Manufacturer narrative:
H3: neither samples nor product was returned for evaluation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.